Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit is making loud noise. There was no patient harm reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,d9,e1(site country),g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, investigation conclusions),h10. A getinge field service engineer (fse) evaluated the iabp unit and found device slightly noisy at start-up. Replaced safety disk with a customer supplied one due to cycles. Found damaged fiber optic connection port during checkout referenced in service order# (B)(4). Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use.